Event description:
It was reported during maintenance that it was worn and corroded. There was no patient involvement. During the device evaluation, the motor speed was unstable.due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: poland. Review of the most recent repair record identified the following related repair: tech found the unit's reciprocation arm and screws were worn while performing preventative maintenance. Additionally, they found the unit's motor was corroded and the speed was unstable. Tech replaced the screws, motor, and reciprocation arm. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.